Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 217 unopened racepacks. Analysis and results: there is one previous complaint of the same code-batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Tested the needle attachment of the samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the specifications of the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: there is a corrective action in order to avoid this kind of incident in the future: ak200470097.

Event description:
Country of complaint: romania. It was reported that the needle is detached from the thread in an unopened package.